Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. Customer also reported getting an unexpected restart. There was also a low battery alert and low reservoir alert the night before. The customer was assisted with troubleshooting. The display returned after changing the battery but went blank again. The customer was advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit. Failed battery test alarms and low reservoir alarm during testing. Unit alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. Unit passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.